Manufacturer narrative:
Should be only product problem, the previously reported adverse event was incorrect based on new information received.

Event description:
New information reported on (B)(6) 2018 stated that the lead insulation anomaly was identified upon opening the pocket for a routine pulse generator change out procedure. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2018. No patient symptoms or additional information was reported.

Manufacturer narrative:
Final analysis found a partial lead was returned. Normal lead characteristics were noted.